Event description:
The customer states that they are getting error code 1062 (invalid test result, read precision) when running pts samples on the axsym digoxin iii. There was no impact to pts management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.